Manufacturer narrative:
Occupation: clinical coordinator. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after 22 hours of intra-aortic balloon (iab) therapy, a ¿gas loss¿ alarm occurred. It happened once and the customer did not attempt to resolve or return to pumping. They called the md immediately who advised turning the pump off and preparing for iab removal. There was no blood or kinks noted in the helium tubing. The alarm was explained to the customer and potential reasons for it. The pump had only been off for a few minutes and the customer was asked if they wanted to attempt to troubleshoot. However, they wanted to wait for the physician. The iab was removed after an additional 8 hours not functioning. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: b4, d8, g1 (contact person ¿ mfg site), g3, g6, g7,h2, h6, (type of investigation, investigation conclusions), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).